Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector and the internal circuit of the scope had a temporal abnormality/short. A conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ cleaning, disinfection, and sterilization procedures_ leakage testing_ performing the leakage test olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the bronchovideoscope had no image. There were no reports of patient harm.